Manufacturer narrative:
MFR received date: 04 oct 2019. Date of report: 07oct2019. The replaced led (light emitting diode) circuit panel was returned and failure investigation was performed on 30-sep-2019. It was determined that a broken led circuit trace within the led circuit panel caused the reported led failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/07/2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported that the alternating current light emitting diode (ac led) failed. There was no patient or user involvement.

Manufacturer narrative:
Date received by manufacturer: 10jun2019. The fse replaced the power switch overlay to address the reported problem. The device successfully passed performance specification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.